Event description:
It was reported that during a laparoscopic cholecystectomy, the bag ripped when removing the gall bladder from the patient. The surgeon was using a clamp to remove the bag and feels that is what ripped the bag. There was no patient consequence.